Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 22 july 2017 through 22 aug 2018. There were no similar complaints identified during the searched period, which includes this event. The st aia-pack t4 assay specifications states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause for the reported event is unknown. The customer declined service.

Event description:
A customer reported that they failed second quarter american association of bioanalysis (aab) survey samples for t4 on the aia-360 instrument. Second quarter results were as follows: 15.7 ug/dl (10 to 15 ug/dl) * failed; 11.7 ug/dl (7.9 to 11.8 ug/dl); 19.2 ug/dl (12.3 to 18.5 ug/dl) * failed; 10.3 ug/dl (7 to 10.5 ug/dl); 17.2 ug/dl (11 to 17.7 ug/dl). No additional information was available. The customer declined service. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Update:device manufacture date.